Event description:
Intuitive stapler malfunctioned during use, causing the stapler to become stuck mid-fire. Device ref# (B)(4), lot# s10160330 280, 50 firing capacity w/ 2 firings used. The device was removed using the intuitive removal kit. The device was damaged during removal, with no apparent harm to patient. A green da vinci si endowrist 45 stapler reload was in use. Ref# (B)(4), lot# ds6142516, expiration 6-2016. Chart reviewed: procedural note states: "the anterior peritoneal reflection was incised, entering into the plane just between the mesorectal fascia and denonvilliers fascia. This plane was further developed and extended distally down to the level of the levators as well. The complete mesorectal excision was completed at this point, including circumferentially down to the level of the levators. A robotic stapler device was then brought into the field and attempted to transect the distal rectum just above the levators, however, this device misfired and an echelon 60mm stapler with a green load was used to transect the rectum with 3 firings. The left colon was then again retracted laterally and the mesentery was divided just proximal to the ima pedicle to the level of the bowel wall, circumferentially along the descending sigmoid junction. Indocyanine green was instilled intravenously and used to perform fluorescence angiography of the descending colon, which revealed adequate blood flow at a planned site of proximal transection."